Event description:
It was reported that an error code 45982 was experienced.

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event occurred during testing; there was no patient involvement. Device evaluation: one device was returned and visual inspection revealed smiths tamp seal were missing. No physical damaged was found on the device. Upon inspection, reported problem was confirmed. 45982 error code message was found in the pump's event history logs. Recommend an error code to be cleared and reinstalled software applications. Software re-installed.

Event description:
Additional information received: occurred during maintenance check between patients; returned to pharmacy.